Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause was unable to be determined (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, removal difficulty was encountered. The target lesion was located in the moderately tortuous shunt vessel. An unknown balloon catheter was advanced over a v-18 poly tip guide wire. The physician attempted to remove the balloon from the patient however severe resistance was encountered. The devices were removed together as a unit and the procedure was completed with a different device. There were no patient complications reported and the patient's status is good.